Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v557158, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported she had overstimulation issues in (B)(6) 2015 when she put the programmer up to her implantable neurostimulator. The patient went ballistic and felt like she was climbing out of her own skin. The health care professional (hcp) reprogrammed her and the issue was resolved. The hcp thought the leads moved and she did not need stim that high. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.